Event description:
It was reported that the arctic sun device received an alert 113. The water would not cool. The patient was switched to a second device to complete therapy.

Manufacturer narrative:
Upon further review, bd has determined that this event has already been captured. Therefore, a retraction will be sent and the parent complaint will be closed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device received an alert 113. The water would not cool. The patient was switched to a second device to complete therapy.